Manufacturer narrative:
Lead was explanted on (B)(6) 2020. Upon receipt, the lead under complaint including the x-ray pictures were subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The analysis showed multiple abrasion marks along the lead fragment. In particular the distal end of the lead was found rubbed through which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The analysis of the provided x-ray pictures gained no further information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 8 months shock impedance values >150 ohm were reported. No explant or event dates were reported. It is unknown if there was any revision done.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.